Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -18.00/+2.50/x079. Device evaluated by manufacturer? No. Device not returned. Evaluation method: lens work order search. Evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7, -18.00/+2.50/x079 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vault. The lens was exchanged for a smaller length lens. This resolved the problem. See MFR. #2023826-2016-00007 for right eye.